Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Inlay shifts in position is listed in the device labeling as a known potential risk. Complaint reference #: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. The inlay was repositioned twice early in the postoperative period (on (B)(6) 2017 and (B)(6) 2017) presumably to address inlay decentration. The patient reported being dissatisfied and there was some inflammation. The inlay was explanted on (B)(6) 2017; however, the seriousness of the inflammation, impact on vision, and reason for explant are not known at this time. Additional information has been requested.